Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05977. It was reported that during a percutaneous coronary intervention procedure, the patient developed thrombus/clotting. The physician was treating lesions in both the mildly tortuous and mildly calcified left anterior descending (lad) artery and the diagonal artery. A 15/3.50 flextome cutting balloon was advanced past a 95% re-stenosed unknown stent located in the lad. The physician attempted to inflate the balloon; however, the balloon would not inflate. The device was removed from the patient, at which point it was noted that the balloon was torn. The device was removed intact and it was noted that there were no problems with the atherotomes. Another manufacturer's 3.50x15mm cutting balloon was then advanced and multiple inflations were made to 20atms for 20 seconds. Another manufacturer's 3.50x8mm stent was then deployed in the lad at 20atms for 18 seconds. Another manufacturer's 3.00x8mm stent was then deployed at 18atms for 20 seconds proximal to the first stent. Post-dilation was performed with a 3.50x8mm quantum maverick balloon catheter at 12atms for 18 seconds. Additional dilation was performed with another manufacturer's 3.50x18mm balloon catheter at 12atms for 20 seconds. Another manufacturer's 3.50x8mm stent was then deployed at 20atms for 18 seconds proximal to the second stent. Angiojet was utilized to remove thrombus/clotting that was detected in the lad. Additional dilation was then performed with another manufacturer's 3.0x30mm balloon catheter at 18atms for 20 seconds. Angiojet was utilized again in the lad to remove some more thrombus/clotting. The thrombus was centralized to the lad. The lesion in the diagonal was treated with the implantation of another manufacturer's 2.50x8mm stent, deployed at 20atms for 10 seconds. Additional dilation was then performed in the lad with another manufacturer's 3.5x10mm balloon catheter. No further patient complications were reported and the patient's status is fine.